Event description:
A ventilator was returned to the manufacturer for eval. There was no harm or injury was reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a high temperature alarm condition was observed in the device downloaded error log. The increased airstream temperature (high temperature alarm) appears to have been cause by the ambient conditions in which the device was operating.